Event description:
After having lasik eye surgery, I have suffered severe dry eye ever since. I have been told only 1 percent of people have complications and that the majority of people have slightly drier eyes after surgery. After doing further reading, it appears that 1 percent does not include those who have severe dry eye complications. As a result, I am taking restasis, artificial tears, lotemax, and taking fish oil every day. Noting seems to be working. Tlc lasik eye center.